Event description:
It was reported by service report that the inner and outer arm covers were broken. The inner arm cover was broken in half and there were sharp edges present. No pt involvement or adverse consequences are reported.